Manufacturer narrative:
Correction: the serial number for the reported device has been updated. Serial #: (B)(4).

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 6/1/2017 with the following results. Pump was returned with moisture in the battery compartment and on the battery cap. Leak test passed as no leaks were found. Opened pump- no moisture found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The customer alleged that there was moisture within the battery compartment.there was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.¿